Event description:
The customer reported black fluid was leaking from the pin collet during the cleaning and sterilization process. There was no reported pt involvement.

Manufacturer narrative:
The device was not returned for eval. The customer reported that they had been reusing pins. Small particles coming from the reuse of pins combined with excess moisture from sterilization could have contributed to the leaking of fluid during the cleaning and sterilization process.